Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via vp-shunt 6 years ago (doi and setting are unknown). One day, the patient complained headache. So, the patient took CT scan, and then the surgeon noticed that the connector between valve and ventricular catheter was broken. The valve setting was found as 130mmh2o when explanting from the patient. The revision surgery was performed on (B)(6) 2017 with alternative valve (brand and article number are unknown). The patient is male, and he has sah. The patient¿s condition is getting better. The surgeon commented that he/she is not sure the reason why the valve was broken. No further information was provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected; it was noted that the proximal connector was missing, no damage was found with the silicone housing. The position of the cam when valve was received was 180 mm h2o. The valve was hydrated. A metal connector was attached to the valve. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The catheters were irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3842 with lot cmgdng, conformed to the specifications when released to stock on the 28th june 2011. The root cause is probably due to wrong manipulation of the valve during implantation, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.